Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, there were inaccurate over-temp readings on the cooler heater unit. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.